Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain ten in peritoneal dialysis. The patient was connected at the time of the alarm. The patient did not mention any disconnect/reconnect situation. The technical service representative assisted the patient to end therapy and advised the patient to perform manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.